Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was unable to start. The fse visited onsite and upon functional testing, the fse measured the flexvision-pc button battery which was only 1.58v and confirmed that the flexvision-pc button battery needs to be replaced. To resolve the reported issue the fse replaced the button battery of flexvision-pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to start. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.